Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6) 2011 during a colonoscopy. According to the complainant, the clip was locked onto the tissue, and fired. However, upon deployment, the clip reopened and failed to release from the delivery system. The device was removed from the patient with the clip attached, and then the procedure was completed using another resolution hemostasis clipping device. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6), 2011 during a colonoscopy.according to the complainant, the clip was locked onto the tissue, and fired. However, upon deployment, the clip reopened and failed to release from the delivery system. The device was removed from the patient with the clip attached, and then the procedure was completed using another resolution hemostasis clipping device.there were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
Reported event of clip failed to separate from catheter. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found there was a kink in the control wire. The clip assembly was deployed from the delivery system, and the prongs were in an open position. The oversheath was not returned with the device.the reported event of clip failed to release was not able to be confirmed as the device was received with the clip assembly separated from the delivery catheter. However, the event likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.